Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand, and caller declined to provide information about whether blood glucose was affected. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset information, and reset pump with assistance, and no additional information was received regarding the outcome of the event.